Event description:
It was reported that during a davinci s hysterectomy procedure, the mcs tip cover accessory installed on the monopolar curved scissors instrument fell into patient. The mcs tip cover accessory was retrieved and the procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
Isi contacted initial reporter davinci coordinator (B)(6), she indicated that there were no patient complications, the patient condition was stable. According to (B)(6), the surgeon did not notice that the mcs tip cover fell inside the patient during use. After they removed the mcs instrument, they noted that the mcs tip cover was missing, the surgeon noticed that the mcs tip cover was still inside the patient, they were able to retrieve the mcs tip cover without any issues during the same procedure. The mcs tip cover was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover exhibited a tear approximately 0.015 long. The tear appeared to have initiated at the distal end opening and propagating down. The edges created by tears were not sharp. The tear was roughly 0.06 away from the parting line. A scratch mark was also found on the silicone section around the mouth of the tip cover which were not axially aligned, but no tears were observed. Evidence not conclusive, but engineering concluded that the tip cover may have fallen off during use after tearing. 62 - the tip cover instructions for use (IFU) specifically states: general precautions and warnings inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.